Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "customer reports physician placing the dlt, and found the cuffs leaking. They tested a second one, and it leaked as well. The 3'rd worked." Associated complaints 8040412-2025-00184 .

Event description:
It was reported that: "customer reports physician placing the dlt and found the cuffs leaking. They tested a second one, and it leaked as well. The 3'rd worked." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned the actual sample received for investigation. Visual inspection confirmed the defect observed on the cuff of the tracheal tube is a visible tear or rupture. Functional testing, performed by immersing the tube in water and slowly inflating the cuff, confirmed that a leak could be observed when air bubbles escaped. A device history record review was performed, and no relevant findings were identified. The edges of the tear are irregular and uneven, suggesting mechanical damage potentially caused during handling, or insertion, which may compromise the cuff's ability to inflate and deflate. However, the root cause of the defect remains undetermined at this stage. Teleflex will continue to monitor and trend for reports of this nature.